Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 model intraocular lens(iol) was stuck half in incision and was partially inserted into patient's right eye. The event was observed while inserting lens into eye. Procedure was completed successfully using back lens and patient has recovered. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 2/8/2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge and to the device. The lens was not returned with the device. The condition in which, the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found, during the mrr (manufacturing record review). The search revealed, three complaints from this production order number. However the reported issues are unrelated to this reported complaint. And no product deficiency was identified in those cases. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.